Event description:
User stated c-arm is not booting up / broken wire in system interconnect cable assembly note:-unit is in bio med shop no patient involvement.

Manufacturer narrative:
Gehc surgery field service engineer removed and replaced system interconnect cable assembly. System checked and tested o.k. Test equipment: fluke.